Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes, d.10. Returned to manufacturer on: 6/29/2020. H.6. Investigation: customer returned one (1) used 31gx6mm, 0.5ml bd insulin syringe from an open polybag from lot 9273234, and one (1) loose 0.3ml insulin syringe. As per phone conversation with the customer on 02jul2020, the customer had not experienced the reported issues for a 0.3ml insulin syringe, and that the only issues she had were with the 0.5ml syringe she returned, therefore, only the 0.5ml syringe returned will be investigated. Customer reported that a plunger cap was missing, needle shield is hard to remove, plungers feel loose, plunger thumb press broken, and packages hard to open. The returned 0.5ml samples were examined, and the following was observed: - the syringe was returned without a plunger cap .- the thumbpress was not broken. - the plunger rod was properly attached to the rubber stopper within the syringe barrel. - the polybag was perforated. The 0.5ml syringe was tested for plunger rod movement: the plunger was able to move properly. The 0.5ml syringe was then tested to determine the shield removal force (specs: shield removal force for 0.5 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number: sample 1, shield removal force (lbs): 2.50. The tested syringe tested within specification. No evidence of manufacturing defects were observed on the returned sample. Since the sample was returned after use, and no manufacturing defects were observed, it could not be confirmed that the plunger cap was missing. Since no defects were observed the alleged issues could not be confirmed. A review of the device history record was completed for batch# 9273234. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that thumb press is broken, plungers are loose and cap missing thus affecting sterility with a bd syringe 0.5ml 31ga 6mm. The following information was provided by the initial reporter: it was reported that a plunger cap was missing, plungers feel loose, plunger thumb press broken.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 8 june 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9273234. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200854096, 200854085, 200850786] noted that did not pertain to the complaint.

Event description:
It was reported that thumb press is broken, plungers are loose and cap missing thus affecting sterility with a bd syringe 0.5ml 31ga 6mm. The following information was provided by the initial reporter: it was reported that a plunger cap was missing, plungers feel loose, plunger thumb press broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9273234, medical device expiration date: 2024-10-31, device manufacture date: 2019-09-30, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that thumb press is broken, plungers are loose and cap missing thus affecting sterility with a bd syringe 0.5ml 31ga 6mm. The following information was provided by the initial reporter: it was reported that a plunger cap was missing, plungers feel loose, plunger thumb press broken.